Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a paraesophageal hernia. It was reported that after implant, the patient experienced adhesions, erosion, obstruction, pain, infection, seroma, abscess. Post-operative patient treatment included removal of mesh, stents placed, partial stomach removal, lysis of adhesions, gastrotomy.

Manufacturer narrative:
Additional info: b5, d4 (UDI #), h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During removal, the device became stuck in the guide catheter and could not be withdrawn. The device was completely removed from the body of the patient using guidezilla guide extension catheter. However, coronary artery vessel dissection was identified. The procedure was completed using another of the same device. The patient is in good condition post procedure.